Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the was a use error, which occurred between 09:05am and 09:07am on 30 july 2019, during the replacement of the reagent in bottle 10 (ethanol). Specifically, per the information provided by the complainant, a user "replaced an alcohol bottle with xylene which lead to mushy tissue." Manufacturer evaluation of the instrument logs provided showed that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately one (1) minute and 34 seconds from 09:05am on 30 july 2019, which is sufficient time to replace the reagent. The station properties were reset at 09:07am on 30 july 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 10 was to be set to the default concentration of 100%. The properties of the reagent bottle in 10 prior to this user action were: ethanol concentration = 98.3%, cycles =6, cassettes =900 and days = 26. However, the complainant advised that a user had replaced the reagent in bottle 10 (ethanol) with xylene. Bottle 13 (xylene) was also not in contact with the corresponding sensor for approximately one (1) minute and 42 seconds from 09:07am on 30 july 2019, which is sufficient time to replace the reagent. The station properties were reset at 09:09am on 30 july 2019, with a user affirming in the instrument software that the xylene concentration in bottle 13 was to be set to the default concentration of 100%. The properties of the reagent bottle in 13 prior to this user action were: xylene concentration = 85.4%, cycles = 14, cassettes =1750 and days = 12. There is no evidence of any use error(s) when replacing this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottles 10 (ethanol) and 13 (xylene) was used for the final dehydration and clearing steps respectively of the following two (2) protocols: the "8 hr spartanburg" protocol comprising 150 cassettes, which started in retort b at 09:54am on 30 july 2019 and completed at 01:03am on 31 july 2019; and the "8 hr spartanburg" protocol comprising 150 cassettes, which started in retort a at 16:44pm on 30 july 2019 and completed at 02:00am on 31 july 2019. The instrument was found to have functioned as designed during execution of the (2) protocols on 30 and 31 july 2019, from which sub-optimal tissue processing was identified. The quality of tissue processing from each of the two (2) protocols detailed above would have been adversely impacted due to the use error which occurred when completing manual replacement of the reagent in bottle 10 (ethanol). Use of xylene rather than ethanol for the final dehydration step in each of the two (2) protocols detailed above would have resulted in inadequate dehydration of the tissue samples involved.

Event description:
Leica biosystems received a complaint of "overprocessed tissue" following completion of processing. The leica north america technical assistance center representative documented the following information provided by the complainant: "she explained that one of her techs replaced an alcohol bottle with xylene which lead to mushy tissue. The tech then processed to reprocess using the cleaning cycle on the peloris 1st (sans heat step) and the start the tisse [sic] in a 6 hour protocol starting with the 100% alcohol step. The tisse [sic] was overprocessed after doing this. Customer replaced the previously incorrectly changed reagent and ran a test run and the tissue processing was fine." On 14 august 2013, leica biosystems melbourne received information from the leica applications specialist - core histology (fss) that all cases involved in this event were diagnosable.